Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for a single leaflet device attachment (slda). It was reported a patient presented on (B)(6) 2022 with grade 4 mitral regurgitation (mr). A mitraclip xtw (11215r110) was prepared and used per the instructions for use (IFU). Post deployment, the clip came off the anterior leaflet resulting in a single leaflet device attachment (slda). A second clip was placed as intervention to stabilize the slda clip. It was noted that the slda had contributed to a longer case duration. The physician believes the slda was caused by pre-existing patient anatomy, as the patient had friable leaflets. It was also noted that transesophageal echocardiography imaging had been difficult during the procedure. There was no adverse patient affect. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported incomplete coaptation (intraprocedure) was due to challenging patient anatomy (friable leaflets). The cause of the reported image resolution poor could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.